Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the plunger on inserter tore the haptic and the haptic was completely ripped off as the surgeon was trying to manipulate the lens into position. The lens was explanted and a 3 piece lens was used and completed the procedure on the same day. Additional information was received, there was no patient harm and patient issues were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that haptic broke on insertion. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).